Event description:
Information received by medtronic indicated that the reservoir was leaking at both reservoir and o-ring. No blood glucose reported at time of event. No harm requiring medical intervention was reported. Troubleshooting was not performed, the customer will continue the use of device.